Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a driveline fault events on (B)(6) 2020. The alarm cleared on (B)(6) 2020 at 11:19:19 but returned on (B)(6) 2020 at 11:48:47. Log file analysis noted the alarm remained active during the remainder of the logfile. The patient modular cable and controller was exchanged. No further information was reported. Related MFR: 2916596-2020-01903.

Manufacturer narrative:
Section h4: additional information. Manufacturing analysis conclusion:: the reported event of a driveline power fault alarm was confirmed via the log file. The modular cable (serial #: (B)(6)) was returned for analysis and a log file ((B)(4)) was submitted for review with events spanning approximately 1 day ((B)(6) 2020 per time stamp). Driveline power fault alarms were active throughout the log file between 10:58:49 ¿ 11:19:19 and between 11:48:47 ¿ 13:00:19. Pwr_a_broken faults were intermittently active with the driveline power fault alarms. Pump operation was not affected. The modular cable underwent a resistance test and functioned as intended. The modular cable was connected to a calibrated mock loop, system controller, power module, and system monitor and no alarms were active. The modular cable was stripped to further investigate the underlying wires and no damage found. The reported event was not able to be reproduced. The root cause for the reported event was not able to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.